Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Inspected 3 opened and used enlite sensors. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings. Customer did not return needle with sensor.

Event description:
Customer reported that he had high blood glucose and has problems with the sensor. Customer stated that the sensor was giving incorrect readings. Customer stated that he removed the sensor and noticed that part of the sensor cannula stayed in his body. Customer stated that it was very hard to remove. Nothing further was reported.